Manufacturer narrative:
Analysis of the lead, model 3889-28, found no anomaly. The returned lead passed all functional testing in the laboratory. No anomalies were identified. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_stylet_acc, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported possible lead insulation damage that occurred during a procedure. The lead was insert through the sheath into foramen s3. While trying to advance the lead (with stiff/straight stylet inserted) into the tissue, the lead¿s distal tip kinked strongly (verified in fluoroscopy). Trials to straighten the lead again failed and the lead was retracted. After manual inspection, the hcp felt an obstacle at the insulation between the lead¿s distal tip and the electrode 0. It was decided to no longer use this lead for permanent implantation. The lead was replaced due to alleged heavy stress on the lead¿s tip with possible damage to it. The issue was noted as resolved. No symptoms were reported. There were no further complications reported and/or anticipated.